Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument's tip broke. As the customer removed the instrument, the screw came out. No fragments fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a grip pin on the distal end are visibly missing. The missing pin was not returned with the instrument; piece missing size 5.22 mm x 1.58 mm. This causes the jaws to move uncontrollably. The complaint regarding prograsp forceps instrument's tip broke, as the customer removed the instrument, the screw came out, was confirmed by failure analysis. Common causes of a missing grip pin is attributed to the manufacturing process.